Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('a lot of spine and back pain') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), hepatic steatosis ("fatty liver and enlarged liver is the diagnosis"), hepatomegaly ("fatty liver and enlarged liver is the diagnosis"), spinal pain ("a lot of spine and back pain"), bladder disorder ("bladder and bowel issues"), gastrointestinal disorder ("bladder and bowel issues"), nausea ("nausea"), migraine ("migraines"), panic attack ("panic attacks"), immunodeficiency ("my immune system is always very week"), feeling jittery ("I still have flutters"), tooth fracture ("chipped tooth"), toothache ("bad pain in on of the mollar"), abdominal pain ("abdomen pain"), swelling face ("face swollen"), abdominal distension ("abdomen swollen"), fibromyalgia ("fibromyalgia") and alopecia ("hair loss") and was found to have neoplasm malignant ("cancer") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with essure removal). Essure was removed in (B)(6)2014. At the time of the report, the back pain, neoplasm malignant, hepatic steatosis, hepatomegaly, spinal pain, bladder disorder, gastrointestinal disorder, nausea, weight increased, migraine, immunodeficiency, tooth fracture, toothache, fibromyalgia and alopecia outcome was unknown, the panic attack had resolved and the feeling jittery and abdominal pain had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder disorder, feeling jittery, fibromyalgia, gastrointestinal disorder, hepatic steatosis, hepatomegaly, immunodeficiency, migraine, nausea, neoplasm malignant, panic attack, spinal pain, swelling face, tooth fracture, toothache and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: back pain , hepatic steatosis , hepatomegaly , spinal pain , bladder disorder , gastrointestinal disorder , nausea , weight increased , migraine , panic attack , immunodeficiency, adverse event, abdomen pain, cancer, fibromyalgia and hair loss. Most recent follow-up information incorporated above includes: on 23-mar-2020: correction due to discrepancy between coding action item and match point coder query. Event: cardiac flutters were updated to feeling abnormal. Social media received. Reporter's information added. Event: abdomen pain were added. On 23-mar-2020: social media received. Reporter information was added. Events: face swollen and abdomen swollen were added. On 23-mar-2020: fu received from social media. Reported information was added. Additional reporter was added. Events cancer, fibromyalgia and hair loss were added. Narrative updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('a lot of spine and back pain') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), hepatic steatosis ("fatty liver and enlarged liver is the diagnosis"), hepatomegaly ("fatty liver and enlarged liver is the diagnosis"), spinal pain ("a lot of spine and back pain"), bladder disorder ("bladder and bowel issues"), gastrointestinal disorder ("bladder and bowel issues"), nausea ("nausea"), migraine ("migraines"), panic attack ("panic attacks"), immunodeficiency ("my immune system is always very week") and adverse event ("I still have flutters") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with essure removal). At the time of the report, the back pain, hepatic steatosis, hepatomegaly, spinal pain, bladder disorder, gastrointestinal disorder, nausea, weight increased, migraine, immunodeficiency and adverse event outcome was unknown and the panic attack had resolved. The reporter considered adverse event, back pain, bladder disorder, gastrointestinal disorder, hepatic steatosis, hepatomegaly, immunodeficiency, migraine, nausea, panic attack, spinal pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: back pain , hepatic steatosis , hepatomegaly , spinal pain , bladder disorder , gastrointestinal disorder , nausea , weight increased , migraine , panic attack , immunodeficiency, adverse event. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received (social media): event I still have flutters added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('a lot of spine and back pain') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), hepatic steatosis ("fatty liver and enlarged liver is the diagnosis"), hepatomegaly ("fatty liver and enlarged liver is the diagnosis"), spinal pain ("a lot of spine and back pain"), bladder disorder ("bladder and bowel issues"), gastrointestinal disorder ("bladder and bowel issues"), nausea ("nausea"), migraine ("migraines"), panic attack ("panic attacks"), immunodeficiency ("my immune system is always very week"), cardiac flutter ("I still have flutters"), tooth fracture ("chipped tooth") and toothache ("bad pain in on of the mollar") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with essure removal). Essure was removed in (B)(6) 2014. At the time of the report, the back pain, hepatic steatosis, hepatomegaly, spinal pain, bladder disorder, gastrointestinal disorder, nausea, weight increased, migraine, immunodeficiency, tooth fracture and toothache outcome was unknown, the panic attack had resolved and the cardiac flutter had not resolved. The reporter considered back pain, bladder disorder, cardiac flutter, gastrointestinal disorder, hepatic steatosis, hepatomegaly, immunodeficiency, migraine, nausea, panic attack, spinal pain, tooth fracture, toothache and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: back pain , hepatic steatosis , hepatomegaly , spinal pain , bladder disorder , gastrointestinal disorder , nausea , weight increased , migraine , panic attack , immunodeficiency, adverse event. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received events " bad pain in on of the molar, chipped tooth" were added. Reporter information was added. On (B)(6) 2020: no new information was added. On (B)(6) 2020: no new information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('a lot of spine and back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), hepatic steatosis ("fatty liver and enlarged liver is the diagnosis"), hepatomegaly ("fatty liver and enlarged liver is the diagnosis"), spinal pain ("a lot of spine and back pain"), bladder disorder ("bladder and bowel issues"), gastrointestinal disorder ("bladder and bowel issues"), nausea ("nausea"), migraine ("migraines"), panic attack ("panic attacks") and immunodeficiency ("my immune system is always very week") and was found to have weight increased ("weight gain"). The patient was treated with surgery (have surgery on friday). At the time of the report, the back pain, hepatic steatosis, hepatomegaly, spinal pain, bladder disorder, gastrointestinal disorder, nausea, weight increased, migraine and immunodeficiency outcome was unknown and the panic attack had resolved. The reporter considered back pain, bladder disorder, gastrointestinal disorder, hepatic steatosis, hepatomegaly, immunodeficiency, migraine, nausea, panic attack, spinal pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: back pain , hepatic steatosis , hepatomegaly , spinal pain , bladder disorder , gastrointestinal disorder , nausea , weight increased , migraine , panic attack , immunodeficiency. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('a lot of spine and back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), hepatic steatosis ("fatty liver and enlarged liver is the diagnosis"), hepatomegaly ("fatty liver and enlarged liver is the diagnosis"), spinal pain ("a lot of spine and back pain"), bladder disorder ("bladder and bowel issues"), gastrointestinal disorder ("bladder and bowel issues"), nausea ("nausea"), migraine ("migraines"), panic attack ("panic attacks") and immunodeficiency ("my immune system is always very week") and was found to have weight increased ("weight gain"). The patient was treated with surgery (have surgery on friday). At the time of the report, the back pain, hepatic steatosis, hepatomegaly, spinal pain, bladder disorder, gastrointestinal disorder, nausea, weight increased, migraine and immunodeficiency outcome was unknown and the panic attack had resolved. The reporter considered back pain, bladder disorder, gastrointestinal disorder, hepatic steatosis, hepatomegaly, immunodeficiency, migraine, nausea, panic attack, spinal pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: back pain , hepatic steatosis , hepatomegaly , spinal pain , bladder disorder , gastrointestinal disorder , nausea , weight increased , migraine , panic attack , immunodeficiency. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.